Manufacturer narrative:
Date of event: (B)(6) 2017. (B)(6). The lot was manufactured between november 7, 2016 and november 8, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a small volume folfusor. The reporter stated that the infusion did not complete in the scheduled time and the expected dose was not administered. There was no patient injury or medical intervention associated with this event. No additional information is available.